Event description:
It was reported by the rep that when the device was used during a laparoscopic cholecystectomy procedure, it would not fire. The surgeon used sutures to complete the case. There was no consequence to the pt.